Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #:(B)(4) , ubd: 24-jun-2022, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead was placed/implanted and an impedance check was performed using the external neurostimulator (ens). The impedances displayed short circuits at all the contacts. The lead was then replaced with another lead and all impedances were normal. It is unknown if there were any factors that may have led or contributed to the issue. The issue was resolved.